Event description:
It was reported that a smiths medical device alarmed: error code 41541.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 21-sep-2021 and attached to complaint: event date updated in complaint ((B)(6) 2021). No patient injury. Event occurred during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Replaced the latch flex. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.